Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Event description:
It was reported the subject device experienced a b30 scope communication error. The issue was found during set up before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. First the cabling, instructed to disconnected both the maj-1941 and maj-1933 at both ends inspect cable connectors and connectors on the boxes, reseat connectors confirming they are fully seated. After this, instructed to power cycle the unit and test again with the scopes. Instructed to clear the error pressing the scape, power cycle tower and try different scope. Instructed (B)(6) to send this scope in for evaluation and repair. The customer informed tac of the event. The device will not be returned to olympus for evaluation.